Event description:
It was reported the device displayed an atrial tachycardia/atrial fibrillation episode as invalid data in the log. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the at/af episode count was missing/invalid.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 407652 implantable pacing lead implanted: 2008 (B)(6); product ID 407645 implantable pacing lead implanted: 2008 (B)(6). (B)(4).